Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor alarmed sensor error alarm. Customer's blood glucose was unknown. Customer mentioned the cannula was not intact after the sensor was removed from the body. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Inspected 1 opened or used partial sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.